Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was noted to have heavy mitral annular and leaflet calcification. One clip was advanced to the mitral valve and positioned. While establishing final arm angle (efaa) in preparation for clip deployment, the clip opened from 5 to 120 degrees. Troubleshooting was performed by testing the lock lines and efaa was tested again but again failed. The clip was removed and replaced with another clip which was deployed without issue. The procedure concluded with mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.